Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt the device was not working. It was advised by their clinician to shut the device off until the patient got home. When the patient then turned the device back on, they noticed that the settings had changed and they could not get back to them. The patient also stated that the device did not seem to be communicating. It was advised that the patient contact their clinician for the issue. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if there were any interventions/actions taken to resolve the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.